Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio dv integrated electrosurgical unit (iesu) generator involved with this complaint and completed the device evaluation. Failure analysis reproduced and confirmed error c-38 when vio dv iesu was running on an in-house system in normal mode.

Event description:
Refer for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting error c-38 on the integrated electrosurgical unit (iesu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce error c-38 and replaced vio dv iesu to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the error c-38 occurred on the integrated electrosurgical unit (iesu) when the surgeon pressed the foot switch for monopolar firing. Intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that the customer power cycled the iesu, but the issue persisted. The customer stated that the iesu was connected directly to the wall outlet without a cable extension. The customer used a third-party generator force triad to continue with the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any issues. The iesu initially powered on without errors.